Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced infection and wound dehiscence at the ipg site. Patient was treated with antibiotics unsuccessfully. Surgical intervention was undertaken, wherein the entire system was explanted and replaced to address the issue.